Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported, that the clamp was defective. Fluid was flowing, despite the clamp being closed. No patient harm was reported.

Manufacturer narrative:
Device evaluation: one device and one photo was returned for investigation. Photo shows the complaint device. Device was received in used conditions, decontaminated, without their original packaging and inside plastic bag. Visual inspection noted no visual defects. Functional testing could not confirm the complaint. The clamps work correctly. Based on the analysis conducted in the sample provided, failure mode was not confirmed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. No corrective action applies because the complaint was not confirmed.